Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. The unit was received in a disassembled condition, and components necessary for operation of the unit were missing. The unit exhibited pronounced tooling marks, likely plier marks, all around the motor swivel where the unit separated, which is indicative of unauthorized device tampering by someone other than anspach. In addition, repair records indicate that the unit had not been returned for service in more than four years. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "came apart". The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.